Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time, the decision was made to file a report based on the info received.

Event description:
Procedure: laparoscopy. Reportedly, the jaws of the device locked onto the tissue. No info was given about mitigation of the condition. There was no reported injury.